Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic tip had a part fall off during surgery. The details of the event and procedure was not provided. No patient harm was reported. Additional information has been requested, but none received till date.

Event description:
Additional information received reporting that the scheduled surgery was vitrectomy. The surgery was completed with alternative product on the same day.

Manufacturer narrative:
Additional information provided in sections b.5. The manufacturer internal reference number is: (B)(4).